Event description:
Asr revision. Asr resurfacing- right. Reason(s) for revision: femoral neck fracture (beyond 3 months of surgery). 1st revision of 2 - for second revision (B)(4). Cup remained in situ, to be removed in second revision.

Manufacturer narrative:
Asr revision, asr resurfacing- right, reason(s) for revision: femoral neck fracture (beyond 3 months of surgery), 1st revision of 2 - for second revision see (B)(4). Cup remained in situ, to be removed in second revision. Update: 17 nov 2017: additional information received. Updated part numbers. This complaint was updated on nov 21, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.